Event description:
The solax mobie foldable scooter's motor is very weak. I feel very unsafe, especially on crosswalks. It's slow and should be off the market. One time the scooter caused me to fall, but I did not suffer any injuries. (B)(4). Purchase date: (B)(6) 2017 this date is an estimate. Retailer: (B)(6).